Event description:
Arterial catheter snapped off in pt's radial artery. Alarm sounded for arterial disconnect alerting intensive care unit staff to event. Xray revealed catheter remained in radial artery requiring surgical cut-down in operating room by vascular surgeon to retrieve broken piece.